Event description:
Pt reported in written communication that pump was removed after 7 months. Pt explained that a small scar formed over the incision site and in (B)(6) 2011, the scar fell off and her abdomen was very sore. On (B)(6), 2011, it was explained that during a doctor's visit, the pt was told, she needed to have emergency surgery because, the pump had pushed through and was visible on the outside of her abdomen. Pump was removed and pt was put on antibiotics for her 3 day stay in the hospital. All cultures were negative, and was put on penicillin 4 times a day for one week after discharge.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.